Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. An internal and external inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was verified through an event history log review. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 20:35. During drain cycle three the home patient (hp) had an ultrafiltration of 1031ml with a fill volume of 1200ml. No further information was available.